Event description:
It was reported that during a ladg procedure, after transaction, the surgeon introduced device to anastomose g-j. He said he did use device as usual, but he found incomplete tissue donut after firing. Anterior portion of staple line was formed well, but posterior portion of staple line was not formed. Surgeon reinforced staple line manually after removing device from the patient. The patient is well now.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date, a supplemental medwatch will be sent.